Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was unable to rewind his insulin pump; the insulin pump would not respond when attempting to navigate the reservoir set-up menu. The patient's blood glucose at the time of incident is unknown. The customer was advised to make sure that he did not have a bolus or temp basal running since those actions would prevent the rewind process from occurring. The customer started that there was an open circle on the display. The empty reservoir alarm appeared but the customer was unable to proceed further in the reservoir set-up process. No products were returned or replaced.